Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: 9733467, software version #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that after loading an exam, the software kicked the user out to a launch screen that displayed "fusion ent". The graphic user interface (gui) icon was not in the corner of the screen in order to be able to launch back into the software. The system was rebooted and the issue was resolved. There was no patient involvement.